Event description:
Customer reported, the system would not produce x-rays during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps2 power supply. System operates as intended.